Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and identified the speaker was defective. After replacement of the speaker, the device was returned to functional use with no further issue(s) identified.

Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue mx750 patient monitor and there was no sound coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.